Event description:
It was reported that the user announced a breakfast meal on the ilet but then chose not to eat, after perceiving glucose as high, and subsequently experienced a rapid decline in glucose with a reported sensor value of 57 mg/dl. The user later consumed two rolls, eggs, and small amounts of cola and received education to only announce when planning to eat. Symptoms included distress and dizziness associated with hypoglycemia. Outcomes included recovery without emergency care or hospitalization, with a later reported glucose of 137 mg/dl and resolution of symptoms. Investigation included user interview, review of use conditions, and troubleshooting and education regarding appropriate meal announcements and avoidance of using meal announcements as corrections. Investigation of this case revealed improper use related to meal announcement without carbohydrate intake, which is consistent with user error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error due to inappropriate meal announcement leading to hypoglycemia.